Event description:
It was reported that the usb port was broken, preventing the pump from starting. There was no reported impact to the customer's blood glucose level. The customer will receive a replacement pump, which is expected to arrive by october 27, 2025, and the defective device is being returned.